Event description:
The customer reported that the device displayed error messages. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device displayed error messages. There was no reported patient involvement. Philips evaluated the device. When the device was powered on it displayed pacer and shock equipment error messages. The device was tested and found to be unable to deliver therapy. The device was found to be damaged, where the ECG out port was ripped off of the processor pca. The processor pca was replaced and the device passed all performance verification testing.